Event description:
It was reported during a coil embolization of the aneurysm when the subject catheter was advanced in a guide catheter to the periphery using a guidewire, deflection in the mass could not be eliminated. A balloon was used to take up the deflection, but was unsuccessful and the balloon was replaced with subject microcatheter. When reinserting the subject catheter, it was noticed one of the distal radiopaque marker (ro) markers was missing. When removed from the patient, fluoroscopic intracranial examination revealed that the marker remained in the peripheral middle cerebral artery (mca). The procedure was aborted. Post-procedure the aneurysm ruptured due to the vascular occlusion caused by the subject catheter distal marker remaining in the patients anatomy. The patient suffered a deteriorated in grade and has been left lying in bed under anesthesia. No future information is available.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per additional information received when the catheter was reinserted into the mass by the intra-aneurysmal microcatheter looping technique, it was noticed that the one of the markers was missing. When the catheter was removed, the distal marker was not found, and fluoroscopic intracranial examination revealed that the marker remained in the peripheral mca. Contrast showed stagnation of blood flow in the area where the marker remained. Treatment was continued based on the judgment that collateral circulation would occur and that the obstruction would not cause symptoms because it was peripheral. The patient was retreated and had vascular occlusion due to catheter distal marker that remained in the body, but the patient had collateral blood flow and did not appear to have a stroke. The re-treatment itself is adequate for now. Also additional information indicated there was friction with the catheter during the procedure. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event of the ro marker(s) detached/separated/not visible under fluoroscopy, un-retrieved device fragments, and device difficulty engaging target vessel, an assignable cause of undeterminable will be assigned. An assignable cause of anticipated procedural complication, will be assigned to the reported patient aneurysm rupture and patient vessel occlusion, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during a coil embolization of the aneurysm when the subject catheter was advanced in a guide catheter to the periphery using a guidewire, deflection in the mass could not be eliminated. A balloon was used to take up the deflection, but was unsuccessful and the balloon was replaced with subject microcatheter. When reinserting the subject catheter, it was noticed one of the distal radiopaque marker (ro) markers was missing. When removed from the patient, fluoroscopic intracranial examination revealed that the marker remained in the peripheral middle cerebral artery (mca). The procedure was aborted. Post-procedure the aneurysm ruptured due to the vascular occlusion caused by the subject catheter distal marker remaining in the patients anatomy. The patient suffered a deteriorated in grade and has been left lying in bed under anesthesia. No future information is available.